Event description:
It was reported that the twist clamp of the minicap transfer set did not work. The minicap transfer set was used for three month before the twist clamp failed to work. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection of the returned sample and during clamp function test, broken occlude feet were observed. However, no signs of over-torqueing were noted. Leak testing and clear passage testing were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.